Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's batteries and power sources "flip back and forth". The patient notices that the powers switch sides before the first battery is low, but doesn't hear any beeps. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's batteries and power sources "flip back and forth". The patient notices that the battery switches sides before the first battery is low, but doesn't hear any beeps. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system - battery. Device: battery/bat323064/model #: 1650/expiration date: 2017-09-30, (B)(4). Device available for evaluation: no. Mfg date: 2016-09-30. Labeled for single use?: no. (B)(4).

Manufacturer narrative:
It was reported that the patient experienced power switching events. The controller (B)(4) and the battery (B)(4) were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the devices was not performed since the units were not returned. Log file analysis revealed that the controller (B)(4) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4). Based on the available information, the most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. D1: heartware ventricular assist system - battery d4: battery / (B)(4)/ model #: 1650 / expiration date: 2017-09-30 UDI #: (B)(4). D10: no h4: mfg date: 2016-09-30 h5: no h6: method code(s): 3317, 3372 h6: patient code(s): c50675 h6: device code(s): c63030 h6: result code(s): 3213 h6: FDA conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: 2300380000-2018-8010 f3 user facility name/address: spectrum health butterworth campus 100 michigan street ne grand rapids, mi 49503 f4 contact person: (B)(6). F5 phone number: 616-486-2522 f6 date user facility became aware of the event: unknown f7 type of report: initial f8 date of this report: april 2018 f9 approximate age of device: n/a f10 event problem codes: n/a f11 report sent to FDA: yes, april 2018 f12 location where event occurred: home f13 report sent to manufacturer: yes, april 2018 f14 manufacturer name and address: MFR. Name: medtronic address: 8200 coral sea street ne city: mounds view state: mn zip: 55112 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.